Event description:
Tested the pts blood glucose and received results of 331, 301, "high", and 504mg/dl. 15 units of insulin was given to the pt. 2 hours later the customers blood glucose was 300mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.